Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient was revised to address metallosis and alval. Report also notes extensive fluid collection. Update rec¿d (B)(4) 2014 - patient's medical records were received. Records indicate the patient was revised to address squeaking, grinding, discomfort and pain, and slightly elevated metal ion levels. Upon revision cystic material and trunnionsis was found. The patient's femoral stem is being added to the complaint. Doi: (B)(6) 2008; dor: (B)(6) 2014 (right hip). Doi: (B)(6) 2008; dor: (B)(6) 2014 liner and head (right hip). Doi: (B)(6) 2008; dor: no revision stem (right hip). The devices associated with this report were not returned. Per wi-3430, a review of the device history records is no longer required for the provided product and lot combinations. A DHR review or lot specific database search was not possible for the additional product(s) associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional but do not identify a root cause. Serial radiographs do not show evidence of bone loss or implant loosening over time. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis and alval. Report also notes extensive fluid collection.